Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the patient underwent laparoscopic cholecystectomy for acute cholecystitis. It was noted that an approximately 5mm x 5mm coating of the grasper (laparoscopic instruction) was sloughed off during specimen check during final count. The patient was still not yet reversed and on the table. X-ray found no radio-opacity in operating field. Laparoscopy was re-inserted and found no foreign body; missing fragment is unlikely left inside patient.